Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: a3, b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000504702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, the c-ring of the vasoview hemopro 2 broke. No portion of the c-ring dislodge from the harvesting cannula into the patient¿s leg/arm/tunnel. Nothing fell into leg, c-arm just came apart. The one end/side of the c-arm was till connected so it didn't fall off in the body. The harvester just couldn't retract it. The end that retracts is the one that broke. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.